Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 17, 2016. (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. Visual inspection of the returned sample upon receipt did not reveal any anomalies. The sample was built into a circuit where bovine blood was circulated at each flow rate to determine the pressure drop. The obtained values met specifications. The bovine blood was then circulated for 6 hours, no occlusion was noted. After circulation, the blood was removed and visually inspected for blood clots, none were noted. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4). Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, after 15 minutes on bypass, there was only a 2.5 liter per minute flow running at the highest rpm allowed. No known impact or consequence to patient. Product was not changed out. Procedure was completed successfully.